Manufacturer narrative:
H6 type of investigation has been corrected.

Manufacturer narrative:
D6b explant date provided e4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
Thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details. Access site adverse event/major bleed: due to a lack of sufficient clinical details, the cause of the access site adverse event/major bleed cannot be established. Low or blocked pump flow: due to a lack of sufficient clinical details, no data logs or product returned, the cause of the low or blocked pump flow cannot be established.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Bleeding is consistent with the anticoagulation and purge requirements associated with impella support.

Event description:
An impella 5.5 device was inserted surgically into the right axillary artery in a 55-year-old female patient with a past medical history of diabetes mellitus (dm) presenting with acute decompensated chronic non-ischemic cardiomyopathy in scai stage e shock on multiple inotropes, vasopressors, and ventilator support prior to initiation of support. Upon arrival to the intensive care unit (ICU), bloody output was present in a jackson-pratt (jp) drain which had been placed prophylactically to pocket post impella placement. Usage of a reversal agent was considered; however, reversal agent was not administered due to cessation of bleeding. One unit of packed red blood cells (prbc) and one unit of platelets were administered. Overnight, the patient had increasing fio2 requirements on the ventilator. The nurse reported impella ¿suction¿ alarms; however, only ¿impella position unknown¿ alarms were identified. Hemoglobin was 8.3 g/dl, and the patient received two units prbc to keep hemoglobin greater than 8.0 g/dl. In addition, the patient received 1.6 l albumin, 2 l plasma-lyte, and three units fresh frozen plasma (ffp). The patient was being diuresed with resultant urine output (uop) of 3 l. There was minimal output from the jp drain. The post-procedure outcome was unknown. Bleeding is consistent with the anticoagulation and purge requirements associated with impella support.

Manufacturer narrative:
B1: added product problem, this was omitted in error in the initial report. Additional information: the nurse reports patient positive for heparin-induced thrombocytopenia (hit).